Event description:
During surgery for removal of harrington rods and 1-level posterior lumbar interbody fusion with midas rex, the surgical technician noticed an excess amount of lubricating oil on the outside of the midas rex hand piece. There was no oil noted at the surgical site. The handpiece was taken out of service.